Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was found that part of the outhersheath was stuck at the most distal section of the catheter and was partially withdrawn. Microscope examination was performed, and it was confirmed under high magnification that activations had not been performed. The outer-sheath was accordioned and the catheter was unraveled. Functional evaluation was performed using a tortuous fixture; the clip was able to open, and the clip released from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Review of the product labeling indicated that this device was not used per the instructions for use (IFU), specifically the withdrawal the outhersheath from the catheter. This condition could have affected the overall performance of the device, resulting in a deployment failure of the clip.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.